Event description:
It was reported that two days post operative to a laparoscopic appendectomy procedure, the patient was brought back into the surgery room due to a slow bleed on the staple line. The customer stated that the bleeding was caused by malformed staples near the cut line. Two units of blood were given to the patient but no other information is available on how the case was completed.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.